Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the smart device and receiver displayed a message that the sensor expired with no countdown. The sensor was inserted on (B)(6) 2018. Data was available for evaluation. The reported event was confirmed via data. The probable cause could not be determined via data. No additional event or patient information is available.

Manufacturer narrative:
Com-(B)(4).